Manufacturer narrative:
Product ID 8709, lot# j0058135r, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-jan-14. It was reported that surgery had not been scheduled but a consult was scheduled for the end of (B)(6) 2020. The cause of the occlusion had not been determined

Manufacturer narrative:
Continuation of d11: product ID: 8709; lot# j0058135r serial#; implanted: on (B)(6) 2001; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The drug being delivered was 640 mcg/ml gablofen at 149.72 mcg/day. They had an increase in spasticity which started on (B)(6) 2019. Attempted catheter dye study on (B)(6) 2019 and were unable to aspirate catheter. Referred to a doctor for catheter replacement. The doctor was planning to replace pump and catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. Actions taken to resolve the issue included the patient being on oral baclofen to help with increased spasticity. The issue was not resolved at the time of the report. The rep reported that she has been scheduled for an MRI on (B)(6) 2020 to rule out a granuloma before the procedure will be scheduled.

Event description:
The MRI is scheduled on (B)(6) 2019 at 10 am, and the rep will not know the results right away. The surgery has not been scheduled. The device will be requested for return after the procedure.

Manufacturer narrative:
Continuation of d11: product ID: 8709, lot#: j0058135r, implanted: on (B)(6) 2001, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: 8709, lot# j0058135r, implanted: (B)(6) 2001, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-mar-17. It was reported that the pump and catheter were replaced on (B)(6) 2020 and there was no clear cause of occlusion discovered. The surgeon hypothesized that the catheter may have had a ¿film on the tip of the catheter causing a one way valve.¿ the volume removed from the pump was accurate to the expected volume.

Manufacturer narrative:
Product ID: 8709, lot# j0058135r, implanted: (B)(6) 2001, product type: catheter. Evaluation of implantable catheter lot/serial number (B)(4) revealed the following: as received, analysis identified the catheter was partially occluded with a material consistent with dried drug, blood, or other material. The occlusion broke loose during decontamination in the lab. The evaluation code method and code result codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned to the manufacturer for analysis.

Manufacturer narrative:
Product ID: 8709, lot# j0058135r, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-02, additional information received reported the patient was scheduled for pump and catheter replacement on (B)(6) 2020. The rep stated they were not sure what the results of the MRI were, but would know at the replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058135r , implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for intractable spasticity. It was reported the rep was asked by a co-worker to assist with a catheter access port (cap) dye study because the patient had complained of a loss of therapy. The rep had no further history at this time. The event date was asked but unknown. No further complications were reported. Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2019. It was reported that it was unknown when the patient first experienced the loss of therapy. The interventional radiologist concluded after the dye study that the catheter was occluded. The cause of the loss of therapy was unknown, and the patient was scheduled to see a surgeon for a consult.